Event description:
The customer reported that the lh750 hematology analyzer misread the barcode on sample (B)(4) as (B)(4). The test results were accompanied by an instrument-generated "no match" message. There were no misidentified or erroneous results reported outside of the laboratory. The lis (laboratory information system) computer locked-up after receiving a non-numeric character. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The suspect bar code label was received from the site and visual inspection showed that the label was written on with red ink. The label was tested using the quick check 600/800 series bar code verifier. The label symbology is codabar with no check character. The sample label failed specifications for print contrast signal and reflectivity of media. Note that the sample bar code labels are not a beckman coulter, inc. (Bci) product. Per a bci electronic engineer, a center dot symbol is not supported by codabar. Since the customer indicated that a "3" was substituted for a center dot (not a period), the data cannot be certified before it is transmitted causing this random misidentification. Further it was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. There was no service info provided in connection with this event.